Manufacturer narrative:
The stent delivery system was received. The stent remains implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery. The 3.0 x 38 mm xience skypoint stent delivery system was advanced to the target lesion. An attempt was made to deploy the stent; however, the pressure did not increase and the stent dislodged from the delivery system. The stent delivery system was removed without difficulty, and a non-abbott balloon catheter was advanced to fully open and implant the stent. There was no adverse patient effect or clinically significant delay. No additional information was provided.

Event description:
Subsequent to the initial MDR, the following information was provided: during the procedure, an attempt was made to deploy the xience skypoint stent; however, the balloon failed to fully expand and a balloon rupture occurred. Leak of contrast agent was noted on imaging. The stent was deployed from the delivery system, but required additional balloon dilatation, using a non-abbott dilatation catheter, to fully deploy the stent. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The stent remains implanted. The reported material rupture was confirmed. The stent implant was not returned therefore the reported activation failure could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture; however, factors that may contribute to material ruptures include, but are not limited to, material damage, interactions with other devices or interaction with lesion calcification and/or tortuosity of the lesion. There was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. The reported activation failure and subsequent treatment appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6 medical device problem coding 2923 - removed.